Event description:
A hosp in (B)(6) reported via a fisher & paykel healthcare clinical product specialist that a pt was set up on a maquet servo I ventilator and a fisher & paykel healthcare rt236 infant dual-heated evaqua breathing circuit. The hosp reported that on day eight of use, the pt was removed from the set-up due to a ventilator error. It was reported that the breathing circuit appeared to be melted when it was disconnected from the set-up. There was no pt consequence associated with the reported fault.

Manufacturer narrative:
(B)(4). The returned rt236 breathing circuit was visually inspected for melting or other physical damage. Results: a large number of dents were observed in the inspiratory limb of the breathing circuit. A lot check revealed no other complaints of this nature for lot number 090911. Conclusion: there was no evidence of melting, however, there were multiple dents in the inspiratory limb of the breathing circuit that may have been mistaken for heat damage. The observed breathing circuit damage is consistent with denting caused by a breathing circuit hanger. The hospital reported that they observed the circuit damage on the eighth day of use. The rt236 breathing circuit user instructions state the following: "this product is intended to be used for a maximum of 7 days."